Event description:
After discontinuation of pacing wires, order was obtained and chest x-ray reviewed. Upon pulling the two a wires, it was noted that they were not sutured and easily came out when pulled. Upon inspection, no visible wire noted. Chest x-ray obtained. When reviewing the chest x-ray, it was noted that a piece of the v wire had broken off. Retained fragments of pacing wires.